Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced tubing detachment event on 12-nov-2025. The insertion site was right abdomen. The tubing git detached from the tubing connector. The infusion set was in use for 2 days. The patient replaced infusion sets and resumed insulin successfully. No further information available.